Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 752mg/dl. The caller stated that the bolus wizard disappeared. Assisted the customer with changing back the settings. The caller also reported getting button error alarm and the case was cracked around the battery compartment. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery alarm tests. The unit had broken battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and scratched display.